Event description:
Information was received that the patient had high threshold at 7.5 @ 1.5 ms in ring to can configuration and that was the best. Model 4591 lead was implanted along with pg changeout. This product was capped. Patient information is unavailable.